Manufacturer narrative:
Around the stent implant site seemed to be whitish. Inflammation is currently expanded around the valvular (valve), however, the patient is taking medication and will be discharged soon. Upon further consideration, the physician commented that the stent infection was not always caused by a stent device and that the there were many patient with multiple risk factors. There was no aneurysm by coronary angiography . The physician also commented that although they cannot not exclude causality with the stent device, the length of procedure time and patient's background are also to be considered with regards to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to use a 3.0x22mm integrity stent but the device failed to cross the target lesion. The physician continued the procedure by selecting an integrity bare-metal stent which was implanted into the left main (lm) coronary artery. No damage was noted to packaging and no issues were noted when removing the devices from the tray/hoop. The device was inspected with no issues identified. Negative prep was also performed with no issues. During stent deployment, resistance was encountered when advancing the device but no excessive force was used. The stent was implanted. After the stent implantation the patient developed endocarditis and pericardial effusion was observed. Pericardial effusion was treated by drainage. The physician examined the patient to look for a cause of pericardial effusion, and found that the patient had mrsa infection. It is reported that the physician has no plan to explant the stent because explantation is not possible. The physician suspected that the cause of infection might be related to the long procedure time that lasted for 5 to 6 hours, and has not insisted that it should be attributed to the stent. Cag was performed 12 days post procedure. Ultrasound was performed 15 days post procedure. It is reported that the abnormalities around the stent implant site were not identified by cag but found by ultrasound. Physician's diagnosis is based on literature articles and ultrasound.